Manufacturer narrative:
The returned device was evaluated and the device was received in the deployed state. Investigation found no defects or manufacturing deficiencies that would contribute to a failure of the needle to deploy at the expected time. The needle mechanism was reset and fired properly during the investigation. The exact cause of the late deployment could not be determined. The soft cannula was observed to not be kinked or bent. Blood was observed in the reservoir. Upon magnification, blood was also observed on the hard cannula, along with no damage or abnormalities.

Event description:
It was reported the patients blood glucose level rose to 410 mg/dl. The pod was leaking insulin from the infusion site (leg) while wearing the pod between 4 and 24 hours. As treatment, a new pod was applied.

Manufacturer narrative:
The returned device was evaluated and the inspection of the cannula assembly found the exposed portion of the soft cannula to be torn. It could not be conclusively determined when or how this damage occurred. Due to the soft cannula being torn, the fluid path was unable to be adequately leak tested. The download data generated an 0x1c alarm indicating the device had reached its expiration time of 80 hours. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin.